Event description:
Customer reported that t:slim x2 pump battery would not charge. There was no adverse impact to customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.